Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the elevator broke, the broken piece was visible and easily retrieved. There were no parts that were embedded in the patient and no injuries to the patient. The delay was less than two minutes as there was another instrument available. The date of the surgery is unknown.

Manufacturer narrative:
The device history record (DHR) was reviewed and no non-conformance was identified. The elevator was visually evaluated and the tip was found to be broken off, therefore the complaint is confirmed. The broken fragment was not returned with the elevator. There are normal signs of wear on the handle indicating the use of the instrument; no discoloration was found. A functional check was unable to be performed as the tip was broken. The most likely cause of the fracture is excessive force applied by the user. There were no indications of manufacturing defects.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.